Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous anterior tibial artery. A non bsc sheath and non bsc guide wire crossed the lesion. A coyote es mr 2mm x 40mm x 145cm balloon catheter ruptured at 12 atm on the second inflation. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).